Event description:
The customer stated that she was hospitalized due to a mild heart attack, and hyperglycemia. The customer requested additional training on the insulin pump. The customer was put in contact with representative to arrange for additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.